Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. No rewind anomaly noted. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to a33 alarm. The insulin pump was received with normal operating currents and passed a21 error test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken battery tube threads, broken reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error. The customer stated that the drive support cap was sticking out. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.